Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The investigation into the cause of the reported problem was not able to be confirmed. The device serial number was not available. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient was able to complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was prescribed prophylactic antibiotics, (B)(6) (1 gram, intraperitoneal, one time) and (B)(6) (1 gram, intraperitoneal, one time) per the clinic¿s standard procedure. The cassette used by the patient was reported as available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was not performed as there was no serial number available. An investigation of the device manufacturing records is not possible without the serial number. A device history record (DHR) review could not be performed without a confirmed serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.